Event description:
During follow up for an unrelated issue, the care giver (cg) stated, the patient is currently in the hospital for two different types of infections. They stated they currently have peritonitis for sure, but doesn't know how the patient contracted this infection because, they follow the procedures all the time. They stated, the patient is still resuming therapy in the hospital and it has been continuing fine. Additional follow up was done with the registered nurse (rn). The rn stated, the cause of the peritonitis was likely touch contamination as the cg tends to connect the hp too early then disconnects and reconnects. The rn stated, she has gone over proper procedure several times with the cg and the patient. There was patient involvement. The onset of this peritonitis is unknown.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint is confirmed. The cause is undetermined.